Event description:
The physician was performing conventional liposuction on the pt's abdomen in conjunction with a 1320 nm laser. During the process of applying thermal heating in a standard manner and at the point where the fiber optic exits the handpiece, the fiber had pushed against the doctor and the fiber broke unnoticed. With the laser still firing, the broken fiber piece fell to the floor, brushing the paper drapes and igniting them. The physician and attendant attempted to extinguish the flames by smothering them but were unsuccessful. Staff grabbed a fire extinguisher and the fire was extinguished. The pt was unharmed and removed to another room, where a new fiber was used and the procedure was completed with no issues.

Manufacturer narrative:
Company rep confirmed "green stick" break (fiber optic broke due to excess pressure exerted on it). Fiber was replaced.